Manufacturer narrative:
Reported potential lot #: 60357851 and 60369370. Initial reporter address: (B)(6). The user facility submitted medwatch (B)(4) for this event. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an em2400 valve set leaked. During filling, sodium acetate ¿was exhausted sooner than expected¿. Upon further inspection, a leak was noted ¿around port 5¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: upon additional information, sodium acetate from a 100ml vial was found leaking from port 5 when the vial was exhausted sooner than expected. Fluid was found pooling around port 5. The valve set was changed, sodium acetate was moved to port 10 and the affected tpn bags were re-made. It was stated that unintended and unquantified levels of electrolytes could be present in tpn bags within the tolerance level (±3%). H4: lot number 60369370 was manufactured between 23may2022 and 24may2022. Lot number 60357851 manufactured between 30mar2022 and 31mar2022. One device was received. It was not clear if the received device is from lot number 60357851 or from lot number 60369370. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a lipid solution was attached to ports 1 through 23 and analyzed at various point during priming. No leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.